Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that non uniform rotational distortion (nurd) occurred. The 90% stenosed, mildly calcified and moderately tortuous lesion was located in the distal portion of the right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross was used to view the lesion. It was reported that severe non uniform rotational distortion (nurd) occurred. The procedure was completed with another of the same device. No patient complications reported and the patient status is good. However, device analysis revealed an open hole in the lap joint area of the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that a kink was observed in the imaging window assembly at 67.1 cm from femoral marker at the distal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. No wind up was observed on the imaging core during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).